Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ('heavy menstruations') in a 35-year-old female patient who had essure (batch no. E71801) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and uterine fibroma. Concurrent conditions included adenomyosis uteri. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), iron deficiency ("iron deficiency") and dysmenorrhoea ("moderate dysmenorrhea"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy were performed, both essure implants removed). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, iron deficiency and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, iron deficiency and menorrhagia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number and a sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ("heavy menstruations") in a (B)(6) year-old female patient who had essure (batch no. E71801) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), iron deficiency ("iron deficiency") and dysmenorrhoea ("moderate dysmenorrhea"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy were performed, both essure implants removed). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, iron deficiency and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, iron deficiency and menorrhagia with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ("heavy menstruations") in a 35-year-old female patient who had essure (batch no. E71801) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia. Concurrent conditions included adenomyosis uteri. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), iron deficiency ("iron deficiency") and dysmenorrhoea ("moderate dysmenorrhea"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy were performed, both essure implants removed). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, iron deficiency and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, iron deficiency and menorrhagia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Most recent follow-up information incorporated above includes: on 19-apr-2019: information received from the device vigilance correspondent. The reporter and patient details were updated. Medical history included: menorrhagia before essure placement and adenomyosis associated to fibromas of small size. The essure was inserted for definitive tubal sterilization. The outcomes of the events were unknown. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.